Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed with no anomalies found.

Event description:
It was reported that the patient had not been feeling well and when testing the device after ablation for atrial flutter, it was noted the right atrial and left ventricular leads were in the wrong ports. The left ventricular lead (in the atrial port) had not been capturing and was turned off about four months earlier. Then the leads were switched to the correct ports and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.